Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer was assisted in performing displacement test. The insulin pump failed displacement test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motion sensor test failure alarm during rewind due to motor encoder out of phase also, unable to complete functional test due to motion sensor test failure alarm. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.